Manufacturer narrative:
The technician found the side rail latch spring was rusted. The side rail latch spring was replaced by the technician to resolve the issue.

Event description:
The account alleged the side rail was not latching. No pt impact.